Manufacturer narrative:
(B)(4). The customer reported having replaced the breath delivery unit (bdu) printed circuit board (pcb), and the service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator upon power up the device had an alert message; breath delivery (bd) power on self-test (post) failure trying to get into service mode. The ventilator was not in use on a patient at the time the malfunction occurred.